Event description:
It was reported that following the implant of the right ventricle (rv) lead an alert was triggered for high impedance on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2013; dvbc3d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).